Event description:
It was reported that the batteries in the patient programmer had been dead and were changed the night prior to the report. It was noted that the poor communication screen was seen starting the night prior the report and the patient programmer was not able to communicate both with or without the antenna attached. It was later reported that the anomaly appeared to have occurred through product use. It was later reported that the patient received a replacement patient programmer and was getting poor communication. It was noted that the patient was not able to make adjustments both with or without the antenna attached and repositioning the patient programmer still had the same result. It was reported that the patient had not had any recent falls or traumas. It was later reported that the patient was in the healthcare professional¿s office on (B)(6) 2014 and the healthcare professional advised that the patient would need to get in touch with the manufacturer representative to get the patient programmer programmed. It was noted that the patient¿s therapy was not ¿working as expected.¿ final analysis of the returned patient programmer revealed that the telemetry problem was unverified and the antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Concomitant products: product ID: 3037 serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v839811, implanted: (B)(6) 2011, product type: lead. (B)(4).